Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer called philips to reporting that the device is displaying ECG failure message. There was no patient involvement.